Manufacturer narrative:
The insulin pump was received with pump corroded battery tube, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. However, the insulin pump had normal operating currents no unexpected failed battery test alarm during testing noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with failed battery test alarm. The customer's blood glucose level at the time of incident was 124mg/dl. The customer states they tried to switch out the battery, but continue to receive the alarm. Troubleshoot was conducted. The alarm remained and was not able to be cleared. The customer was advised the pump would be replaced and returned for analysis.